Event description:
Durng baxter's functionality testing of a spectrum pump, it displayed system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was reproduced. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.